Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unknown symptom of "system failure" during therapy (medication, programmed amount and delivery rate unknown). The customer reported that while transporting a patient, the "pump will begin to run and after five minutes with no notice system failure". Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.